Manufacturer narrative:
(B)(4). The service engineer troubleshot the issue with the customer over the phone. The customer replaced the breath delivery to graphic user interface cable. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator did not pass power on self-tests. The ventilator was not on a patient at the time of the event.